Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug button of a 5f exoseal vascular closure device (vcd) could not be pressed and the plug could not be released. Manual compression was used to complete the procedure. There was no reported patient injury. The patient had no infectious diseases. The device was used in an angiogram with a retrograde puncture of the femoral artery. There was pulsatile flow observed from the bleed-back indicator. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all when the depression of the button was attempted. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. Excess force was needed to fully depress the button. There were no visible signs of device/package damage prior to use. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug button of a 5f exoseal vascular closure device (vcd) could not be pressed and the plug could not be released. Manual compression was used to complete the procedure. There was no reported patient injury. The patient had no infectious diseases. The device was used in an angiogram with a retrograde puncture of the femoral artery. There was pulsatile flow observed from the bleed-back indicator. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all when the depression of the button was attempted. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. Excess force was needed to fully depress the button. There were no visible signs of device/package damage prior to use. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that deployment lever was not depressed, and the indicator window was found in the black/white position, while the plug was observed mounted in manufacturing position. No catheter sheath introducer (csi) was returned, and the guard was found locked with the indicator wire deployed. Additionally, a kink was observed on the proximal end of the delivery shaft. The outer diameter (od) of the delivery shaft was measured due to the kink observed. During this analysis it was observed that the od measured near to the kink observed was within the specified parameters. During this dimensional analysis, no out of shape conditions were observed to be reported. Exoseal functional testing, was executed firstly pulling the indicator wire to achieve the black/black position and finally with the depression of the deployment lever resulting in the deployment of the plug and the change of the indicator window to the black/white/red position. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration, during this evaluation no signs for obstruction, damage or any impediments were observed, that could be related to the reported event. The reported event by the customer as ¿deployment lever (button) ¿ frozen/locked¿ was not confirmed. The functional evaluation results demonstrated that the deployment lever was able to be depressed, the plug deployed, and indicator window changed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the kink in the delivery shaft led to the deployment issue reported. However, with the information available, the cause for the kink observed could not be determined. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported, nor for the kink observed, and that no corrective or preventive actions will be taken for this complaint.